Event description:
The graft was implanted for an aorto-bifemoral procedure. After the proximal anastomosis and unclamping, the graft leaked an unknown quantity of blood throughout its walls. The bleeding stopped after a few minutes. Some add'l bleeding through a hole in its wall proximal to the bifurcation was stopped with a patch. The quantity of blood lost through the graft is unknown. The graft was left in. There was no pt injury. The pt's post-op condition is fine.